Event description:
Three main issues: gloves sticking together; holes or deformed gloves; debris on gloves confirmed by cardinal. Manufacturer response for nitrile exam gloves, (brand not provided) (per site reporter) they have ensured they are working to address issues, setting up a call this week.